Manufacturer narrative:
The insulin pump was received with normal operating currents. The insulin pump passed self test, unexpected error test, rewind test, basic occlusion test and displacement test. The insulin pump was unable to prime at 2.5 lbs during prime test due to faulty force sensor resistor. Unable to test for excessive no delivery alarms due to prime anomaly. The insulin pump had minor scratched lcd window, cracked lcd widow, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had two no delivery alarms. The customer reported troubleshooting with five units of insulin, and insulin was able to exit. The customer was assisted with programming the insulin pump at the time of the call. The customer's blood glucose was 15 mmol/l. The customer agreed to return the insulin pump for analysis.